Manufacturer narrative:
The customer reported that during a cardiac arrest event, the nursing staff was unaware of the new design of the defibrillator pads connector. They had trouble connecting the defibrillator pads to the therapy cable. The nursing and the biomedical engineering staffs reported that the patient was "beyond help" and that the delay was not critical. In response to this event, the distributor tested the pad sets with the biomedical engineering staff. There was no malfunction of the pads. This incident resulted from the staff's being unfamiliar with the new style of connector. The biomedical staff then initiated inserving of the staff to this new style of connector.

Event description:
The customer reported that during a cardiac arrest event, the nursing staff was unaware of the new design of the defibrillator pads connector. They had trouble connecting the defibrillator pads to the therapy cable.